Event description:
It was reported that the devices data in cardiac compass says invalid data and has vertical lines. It was noted that the device had a flipped bit and that this data behavior will continue for the remainder of the device's service life with no compromise to the device function. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).